Event description:
The physician attempted arteriotomy closure with the closer tsl6 fr device. The device was successfully deployed. The physician performed a blunt dissection to lower the knot. Minimal oozing was apparent around the device sheath. The artery was rewired and the knot was lowered. Hemostasis was incomplete. An 8fr sheath was inserted for good hemostasis. The pt was transferred to the recovery unit. When the physician attempted to remove the sheath it could not be moved. A dilator was inserted to no avail. The pt was taken to surgery where the vascular surgeon found the suture knot constricting the sheath. The knot was cut and one stitch was applied to the artery for arterial repair. The pt recovered without incident.